Event description:
Head end release pedal was not operating and would not lower the litter. It was also alleged that the fowler dropped; however, the stryker technician could not duplicate the alleged fowler drop condition and verified that the fowler met and performed to specifications. There was patient involvement; however, no adverse consequences were reported.